Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the customer's reportable. Based on the results of the investigation, it is likely that that the lock lever was damaged due to an external load being applied to the cleaning tube, making it impossible to connect. An external load on the cleaning tube may be caused by applying force in the wrong direction. However, a definitive root cause could not be determined. However, a definitive root cause could not be established. The following is included in the instruction for use (IFU): "9 preparation and inspection 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the external stress caused the detachment of the lock lever from the connecting tube. However, a definitive root cause could not be determined. The following is included in the instruction for use (IFU): "9 preparation and inspection: visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pin of the connecting tube was broken. The issue was found during the initial setup of the device (out-of-box failure). There was no patient involvement.